Event description:
The customer reported that the device would cut but not coagulate. The site contact was not able to provide additional information regarding the device or incident. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. Date of follow-up report : (B)(6) 2015. One used lf1737 was received for evaluation. The returned sample met specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found no defects. The customer reported that the device did not coagulate. The reported condition was not confirmed. The device was activated on simulated tissue with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button in various locations and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The alleged event could not be duplicated. The investigation found the device to function normally. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.